Manufacturer narrative:
The involved spectrum autopass needle is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This lot with (B)(4) was manufactured on 16-jul-2015. Of the lot containing (B)(4) units there have been a total of three (3) complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been (B)(4) reports of "needle tip breakage" received for this product. During this same time frame, approximately(B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there has been no patient long term adverse effect resulting from this type of incident. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device was discarded at user facility.

Event description:
The user facility reported that during use of the spectrum autopass suture passer needle with a spectrum autopass suture passer in a shoulder arthroscopic rotator cuff repair procedure, the tip of the needle broke off while it was being used to pass the suture through the tissue. As reported, the tiny broken tip was removed with no problems noted. The procedure was otherwise completed with no further complications or serious injury to the patient.